Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. Programming changes were discussed but not made. No intervention was reported. The patient had no adverse consequences.